Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant procedure. During surgery, it was observed the newly implanted lead had dislodged. Repositioning was unsuccessful. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 57.6 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.